Event description:
It was reported that continu-flo solution sets valve was ¿slightly retracted¿. This condition resulted in the device leaking an unknown fluid onto the patient¿s bed linen during infusion. There was no patient injury, medical intervention or adverse event associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is obtained, then a follow-up MDR will be submitted.